Event description:
It was reported that due to urinary retention the patient had his artificial urinary sphincter (aus) cuff and pressure regulating balloon (prb) removed and replaced. It was stated that the previous cuff was too small. New components consisting of a cuff and prb were implanted. Today the patient is doing good and is out of the hospital and reported as fine. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of recurring incontinence was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to urinary retention the patient had his artificial urinary sphincter (aus) cuff and pressure regulating balloon (prb) removed and replaced. It was stated that the previous cuff was too small. New components consisting of a cuff and prb were implanted. Today the patient is doing good and is out of the hospital and reported as fine. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.